Event description:
Adverse event(s): "multiple fuzzy rings (five or six) around lights day and night" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]); "use of an unapproved cartridge/handpiece/viscoelastic combination" (use of device issue). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is seeing multiple fuzzy rings around lights. This is worse at night, but she also experiences this during the day. The consumer reported that her near and mid range vision is very clear. The consumer reported that her distance vision was fuzzy and a yag laser procedure was performed. She stated that her vision was more clear following the yag, but the ring problem persisted. The consumer stated that she elected to "ignore" the rings and get on with her life. The surgeon reported that posterior capsule opacification was noted. Use of an unapproved cartridge/handpiece/viscoelastic combination was reported. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Use of an unapproved cartridge/handpiece/viscoelastic combination was reported. Additional info was requested on 03/16/2010 and 03/23/2010 by phone, fax, and mail. A completed questionnaire was received on 03/18/2010. (B) (4). (B) (4).